Event description:
User had a high phosphorus result of 4.6 mmol/l. They repeated the same sample in early 2009 and got 1.3 mmol/l twice. They then received a new specimen which repeated with normal values. No info was provided to determine if erroneous result was reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.